Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics. Analysis was unable to verify battery out limit alarm due to button error alarm. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer reported that the buttons were unresponsive. The customer's blood glucose was 69 mg/dl at the time of incident. The customer stated that they corrected the blood glucose with milk. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.